Event description:
It was reported that an asymptomatic patient presented to the clinic with the device revealing t-wave oversensing in the real time egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).